Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter stated the following results were obtained on a patient within 10 minutes on the inform ii system: 496 mg/dl, 158 mg/dl, 151 mg/dl. No action was taken based on the results. No adverse event was reported. The alleged product was requested for evaluation.